Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a proximal left anterior descending artery. A 3.0 x 8mm xience proa stent delivery system crossed the lesion. The physician increased the pressure in the indeflator during implantation and the stent was successfully implanted at the lesion. For post-dilatation, the balloon was inflated once and then ruptured between 6-10 atmospheres. A 3.0 x 12mm balloon post-dilated the lesion at 14 atmospheres and successfully completed the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed and the balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.